Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-31310. During follow-up, several noise episodes were observed on the right ventricular channel. Disconnecting and reconnecting the lead to the ICD header was successfully completed and the patient was in stable condition.